Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose increased to 452 mg/dl due to a bent infusion set cannula. The patient treated via manual insulin injection. The customer stated that scar tissue caused the bent cannula. The patient changed their site but their blood glucose was still 441 mg/dl at the time of call. Troubleshooting did not occur for the high blood glucose. The customer agreed to call back if their blood glucose does not come down. The insulin pump was not returned for analysis.